Event description:
It was reported that during the annual check the external pulse generator "off" button was pressed and the device completely shutdown. The warning pop-up did not display confirming if the user wanted to indeed shut the device off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the unit passed all tests and the analysis could not duplicate the customer comment.